Event description:
It was reported via repair work order that the scale was giving inaccurate readings due to malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.